Event description:
On (B)(6) 2011, an interarterial tpa treatment was discontinued due to the report of a critically low fibrinogen that has been identified later as erroneous.

Manufacturer narrative:
Dsi hotline was contacted by (B)(6) center on (B)(6) 2011 for erroneous repeated fibrinogen results on 2 pts involving sta compact analyzer sn (B)(6) on (B)(6). On (B)(6) 2011: the hot line submitted a questionnaire to (B)(6) center to get all info necessary to determine if this complaint represented an event to be reported. This questionnaire was never returned by (B)(6) center. On (B)(6) 2011: a field service engineer (fse) from dsi was dispatched at (B)(6) center. On site, he observed a leak inside the z tube of one of the needle (tube surrounding the needle) and he decided to replace the needles tubing and lld cables. According to the fse, there was no obvious failure on liquid level detection (lld) cables; however, they were changed because these cables were the old design. To confirm this assumption (no failure on lld cables), lld cables were returned at dsi and then at (B)(4) for investigation: no failure was detected on those parts. On (B)(6) 2011: (B)(6) center requested explanations to dsi. On (B)(6) 2011: dsi noticed that the pt suffered serious complications, decided to fill a medical device report (FDA form 3500a) as per 21 cfr part 803 and request (B)(6) center to provide the info necessary to fill the MDR. To date, (B)(6) center hasn't provided the additional pieces of info requested by (B)(4) on (B)(6) 2011 to conduct a root cause investigation.